Event description:
The customer returned the cysto nephro videoscope, which is an olympus asset with no reported complaint. During the evaluation of the device, missing objective lens glue was observed. The service repair technician indicated that the most likely cause of the missing objective lens glue was due to stress problem. There was no patient involvement

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: missing objective lens glue due to stress problem. Date of event is unknown. Additional information will be provided if available. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.